Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient contact reported that when turning on the cycler for use there was a spark seen coming from the back of the cycler. The contact checked the power cord and it was secure on both ends. The patient was not connected. The contact turned the cycler off and back on and there was no spark detected. The patient was able to get to step one and decided to continue to use the cycler. In a follow up, the patient's pdrn reported that the patient did not have any harm, adverse event or intervention due to the spark. The patient is still using the cycler without any further issues.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact reported that when turning on the cycler for use there was a spark seen coming from the back of the cycler. The contact checked the power cord and it was secure on both ends. The patient was not connected. The contact turned the cycler off and back on and there was no spark detected. The patient was able to get to step one and decided to continue to use the cycler. In a follow up, the patient's pdrn reported that the patient did not have any harm, adverse event or intervention due to the spark. The patient is still using the cycler without any further issues.